Event description:
On february 9, 1999, safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: in august 1993, plaintiff tested positive for latex allergy and has consequently developed a life threatening immediate hypersensitivity to latex as a result of her exposure to latex gloves. Plaintiff has suffered severe pain and has incurred and will incur expenses for medical care and treatments. She has also incurred wage loss and loss of earning capacity. Plaintiff's sensitization to latex has caused restrictions in her life as to where she can go and what she can do so as to avoid situations where any latex is present.